Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the right ventricular lead exhibiting episodes of lead noise. All other parameters were stable and the clinic elected to continue to monitor the lead. No intervention was performed. There were no adverse consequences to the patient.